Event description:
Clinical adverse event received for patella tendinopathy. (Left knee) original implant date (B)(6) 2019. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).